Event description:
Home pt (hp) contact baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during the initial drain cycle of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the drain cycle without having transfer set connected to the patient line of the homechoice set. After initiating the drain cycle hp waited "a while" and then connected transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.